Event description:
The customer reported that their device did not shock their patient during an patient incident. The customer stated that the patient coded at approximately 4:40 am, which was following the completion of an aortic and mitral valve replacement surgery. During the code, the customer connected their device to the patient and confirmed a ventricular fibrillation rhythm. The defibrillator was charged, however, the charge was immediately removed by the user. The hospital staff continued CPR for the remainder of the event and the device was powered off approximately 37 minutes later. The device was never charged for defibrillation energy again for the remainder of the event. The patient did not survive.

Manufacturer narrative:
(B)(4). The hospital biomed evaluated the device with the same quik-combo therapy cable and hard paddles that were with the device and could not reproduce the reported symptom. He did not know if they were using hard paddles or the quik-combo therapy cable. Physio-control evaluated the device and was unable to verify any failure with the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control performed an evaluation of the device event log which indicated that the front panel energy down button was pressed approximately 1 second after the charge button was pressed and caused the defibrillator charge to be aborted. There is no indication in either the button log or the downloaded patient event record that the device charge button was pressed again during the reported event. The button log does indicate that the shock button was pressed multiple times over a period of 16 seconds after the defibrillator charge was aborted. The cause of the reported event has been determined to be due to a use error. The initial defibrillator charge was aborted and there are no indications of subsequent attempts to administer a defibrillation shock to the patient with the device. The customer indicated that additional training will be provided to the hospital staff in follow up to the reported event.